Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a vaginal vault prolapse repair procedure. During the procedure, the needle detached from the leg assembly. The physician attempted to retrieve the detached needle but was unsuccessful. The physician left the detached needle inside the patient and completed this procedure with another uphold vaginal support system. There were no complications to the patient, who was fine at the conclusion of the procedure.

Manufacturer narrative:
Analysis of the returned uphold vaginal support system found blood residue present on the mesh body. Visual examination noted one suture was broken and frayed at the distal end. The needle was returned with a 3mm section of frayed suture attached, and the handle of the capio device was cracked. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. The defects identified on the device were most likely due to some operational or anatomical aspect encountered during the procedure; therefore, the most probable root cause for this complaint is operational/physiological context.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a vaginal vault prolapse repair procedure. During the procedure, the needle detached from the leg assembly. The physician attempted to retrieve the detached needle but was unsuccessful. The physician left the detached needle inside the patient and completed this procedure with another uphold vaginal support system. There were no complications to the patient, who was fine at the conclusion of the procedure.